Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medica history of right branch bundle block (rbbb). Large calcium nodule at aortic annulus extending into left ventricular outflow tract (lvot). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 23 mm, non-abbott balloon. During the procedure, on the initial attempt, the valve was positioned too deep at a depth of 5-6 mm on the left-coronary cusp (lcc) and it was recaptured then able to be repositioned at an optimal depth. The valve was successfully implanted at a depth of 3-4 mm on the non-coronary cusp (ncc). Post-implant, the patient was developed with a complete heart block requiring pacing support from a temporary pacing wire. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. As the intrinsic conduction did not return, on the following day, a permanent pacemaker was implanted to resolve the event. The implanter believed that the patient was at high risk of experiencing an adverse health consequence (complete heart block) due to the procedure and the patient's past medical history (underlying rbbb and calcified aortic annulus extending into the lvot). The patient was in a stable condition and subsequently discharged.

Event description:
It was reported that on 13 apr. 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medica history of right branch bundle block (rbbb). Large calcium nodule at aortic annulus extending into left ventricular outflow tract (lvot). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, on the initial attempt, the valve was positioned too deep at a depth of 5-6mm on the left-coronary cusp (lcc) and it was recaptured then able to be repositioned at an optimal depth. The valve was successfully implanted at a depth of 3-4mm on the non-coronary cusp (ncc). Post-implant, the patient was developed with a complete heart block requiring pacing support from a temporary pacing wire. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. As the intrinsic conduction did not return, on the following day, a permanent pacemaker was implanted to resolve the event. The implanter believed that the patient was at high risk of experiencing an adverse health consequence (complete heart block) due to the procedure and the patient's past medical history (underlying rbbb and calcified aortic annulus extending into the lvot). The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block could be due to procedure and the patients' medical history. However, this could not be confirmed. The unexpected medical intervention and surgical intervention were a result of case specific circumstance as temporary pacemaker support was required, and subsequently a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.